Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is (B)(6). Block h3: the eagle eye catheter was returned for evaluation. Visual inspection found insufficient adhesive on the proximal fillet, exposing sharp edges of the kapton and scanner body. During functional testing, the catheter failed the wire bond test, channel match test, and image test. Block h6: the probable cause of the sharp edges is due to insufficient adhesive at the proximal fillet during the manufacturing process. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a coronary diagnostic procedure. During advancement, no images were produced. After rebooting, the catheter still failed to connect to the pim. Therefore, a different catheter was used to complete the procedure with no patient injury reported. During the product return evaluation, it was observed that a portion of the kapton and scanner body were exposed with sharp edges detected. This product problem is being submitted due to a sharp edges observed. There is a potential for harm if the malfunction were to recur.